Event description:
I wore a philips biotech heart monitor patch for 12 days on my chest. Upon removal to change the electrode patch, I discovered an open wound at the insertion site and significant spreading redness (erythema) across the chest area. No antiseptic was used at placement. The reaction appears consistent with contact dermatitis and/or skin breakdown from prolonged occlusion. Photos were taken documenting the progression.